Manufacturer narrative:
The device has not be made available for analysis as of the date of this report. This report is submitted on december 21, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted due to an unknown reason (date not reported). The patient was reimplanted with another cochlear device in (B)(6) 2008 (specific date not reported). Additional information has been requested; however, not made available as of the date of this report.